Event description:
It was reported that the patient had a cardiac arrest two weeks prior to the report. The cardiologist had the pump turned down because it was 'affecting the heart'. The patient was cleared to use the pump again and had a refill on the saturday prior to the report. It was also reported that there were concerns regarding the patient's personal therapy manager (ptm). It was reported that when the ptm was turned on the patient would see the diary screen. It was concluded that the patient activation dosing may not have been completed. The patient was able to activate a bolus the morning of the report; however, when attempting another bolus saw a screen that 'did not appear to be a successful bolus screen'. No further information was provided. The medications used in the pump were clonidine, bupivacaine and dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8832, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter.